Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed no outer abnormalities were observed. Functional testing revealed the device was deployed to basket and flower without difficulty.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib), a farawave was selected for use. During the procedure, it was difficult to remove the guidewire. The procedure was completed using the original device. No patient complications were reported. The device has been returned and is pending analysis.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib), a farawave was selected for use. During the procedure, it was difficult to remove the guidewire. The procedure was completed using the original device. No patient complications were reported. The device has been returned and is pending analysis. Additional information revealed heparin was administered to the patient. The procedure was performed after anticoagulation had been stopped, and although the exact act value is unknown, it was maintained above 350. Fluoroscopy was used for imaging.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib), a farawave was selected for use. During the procedure, it was difficult to remove the guidewire. The procedure was completed using the original device. No patient complications were reported. The device has been returned and is pending analysis.